Event description:
This serious solicited device case from (B)(6) was received on (B)(4) 2013 from a consumer via pt support program. This case involves a male pt (age not provided) who developed cancerous polyps in bladder after receiving treatment with synvisc 6 ml injection (device misuse). Past medical history included torn urethra, extensive burns to his body (1983) and cancer growth under his eye. Past medications included regular bcg injections. Concomitant medication included regular bcg injections. On (B)(6) 2013, the pt received treatment with synvisc injection (route, batch/lot number and expiration date not provided) at a dose of 6 ml (device misuse) for an unknown indication. On an unspecified date around (B)(6) 2013 upon some exploratory surgery, the pt was found to have cancerous polyps in bladder. On an unknown date, the polyps were removed. Action taken: unknown. Corrective treatment: surgical removal for cancerous polyps in bladder. Outcome: cancerous polyps in bladder: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same. The reporter's overall causality for the case was not reported. Seriousness criteria: the event of cancerous polyps in bladder was assessed serious as per important medical event (ime) list and intervention required. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a pt who had cancerous polyps in bladder after receiving treatment with synvisc. Although, the role of device cannot be ruled out based on temporal and anatomical proximity; however, information regarding pt's medical history and allergies to drugs is requested for better assessment.